Event description:
While performing routine site care, the PICC tubing broke off at the "y" site. This required the PICC line to be removed and a new one was placed. This facility repported a similar event lasy may.